Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals. At the conclusion of contact with dexcom technical support, the transmitter was no longer out of range.